Manufacturer narrative:
A ge oec service representative investigated the issue and found corrupt log files. The log files were re-named and the software was allowed to rebuild. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system would not boot up.